Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump after a new battery insertion. Customer's blood glucose was 114 mg/dl at the time of the call. Troubleshooting was not completed for the insulin pump. Customer reported using rechargeable batteries. The customer stated they would call back to troubleshoot. Customer declined to return the product for analysis.